Manufacturer narrative:
As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During implant, high impedance was observed on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition.